Manufacturer narrative:
A philips field service engineer (fse) reached out to the customer for on-site service in regards to the nav-ring failure; however, the customer was unable to locate the device for service and later confirmed that the unit was functioning and had been placed back into clinical use. The customer suspected that the nav-ring malfunction had occurred due to the encoder being wet from a cleaning solution and indicated that the nav-ring was functioning once it dried. No further philips service was requested. The nav-ring was not replaced.

Manufacturer narrative:
B4:14may2021. The field service engineer replaced the front bezel to resolve reported issue. The device passed required performance verification tests per philips standards and was put back into service.

Manufacturer narrative:
Date of report: 13may2021. No patient involvement.

Event description:
The customer called technical support (ts) reporting that the device¿s navigation ring is not moving and the touchscreen is not calibrating. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the remote service engineer (rse) assistance and confirmed the reported problem. The rse assisted the customer with touchscreen calibration and touchscreen diagnostics. The customer is now reporting that the touchscreen is responding correctly. The nav ring is still pending repair.